Manufacturer narrative:
E3: non-healthcare professional / company representative. The device evaluation as noted in section b5, found a smashed connector tip and the unit failed leak test due to a puncture on the cable. Based on the results of the investigation, the most probable cause of the complaint is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the subject device exhibited a smashed connector tip and the unit failed leak test due to a puncture on the cable. There was no patient involvement.